Event description:
This pt was part of the trust study. Per letter, pt fell and fractured a hip about three weeks prior, and was admitted to lcmh for hip surgery according to this wife. However, pt. Began having multiple complications and ultimately expired of severe congestive heart failure and pulmonary edema. Pt also had a history of severe ischemic cardiomyopathy. There was no indication of device failure at the time of his death."